Manufacturer narrative:
The samples are serum collected in sst tube at a physician office and transported to the customer. Qc results were within the customer's established range pre and post the event. On (B)(6) 2010 the customer analyzed the qc results post calibration and noticed a trend down, however the results were still within specifications. The customer recalibrated the unit on (B)(6) 2010 and repeated the qc test and similar results to (B)(6) 2010 were obtained. Customer technical support (cts) compared both calibration results which were similar. On (B)(6) 2010, the customer performed system check, which failed the washed portion. The wash portion was repeated and met specification. A bci field service engineer (fse) verified all unit alignments and pipettors. Fse performed system check which met specifications. Fse did not notice any hardware issues. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneous low vitamin b-12 results on two patients generated by unicel dxi 800 access chemistry analyzer. The samples were reported out of the laboratory and questioned by the physician. The samples were repeated on the same unit and results within the normal reference range were obtained. Patient treatments were not impacted with regard to this event.